Manufacturer narrative:
Based on the evaluation of the data, the system and hp performed as expected. Data shows that there was only one body tip used and that there was ample cryogen flow through the handpiece to the tip. Temperatures stayed within normal range for all thermistors during the treatment. The customer reported they did not notice anything out of the ordinary during treatment. Based on the evaluation of the data, the system and handpiece performed as expected. It was reported the patient didn¿t feel the pain during treatment because of anesthesia. Anesthetizing a patient during flx treatment is considered off label use a patient feedback is essential input to guide the user in determining safe and effective treatment levels. Based on the available information, this treatment was performed in an unsafe an unapproved or off-label manner. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Complaint type identified within risk analysis and performing within anticipated rate. Investigation complete.

Manufacturer narrative:
Further investigation underway.

Event description:
The user facility in (B)(6) reported during a thermage flx procedure the patient sustained skin burn and blistered on the treated abdomen and thigh. They were at 500 reps with 2 tips on each side, the energy level used was 2.0~1.5 level on abdomen and 1.5 level on the thigh. There were no system errors during the treatment. The treatment tip was not inspected prior to treatment; however, it was inspected during the treatment every 50~100 reps with no anomalies found. The patient became aware of burn the next day. A blister appeared on the abdomen and right side of the thigh. During the treatment, the patient didn¿t feel pain because of anesthesia. The physician prescribed to inject prp, dexametathon, steroid(solondo) and to apply prp on burn site by use of gauze. The small bullars, width was 2-3cm, and there was more than two or three. A few scars still remain a on burn site. The patient left the country, so follow up will not be available. The customer discarded the treatment tip; therefore, there will be no product sample for evaluation.

Manufacturer narrative:
A review of the data log has been completed. Based on the evaluation of the data, the system and handpiece performed as expected. Data shows that there was only one body tip used and that there was ample cryogen flow through the handpiece to the tip. Temperatures stayed within normal range for all thermistors during the treatment. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there was any handpiece or system issue present. Requested treatment tip was not available for return and thus could not be evaluated. A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. Further investigation underway.